Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 150, 152 and 157 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 150 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is 08/22/2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: customer is concerned with all of the results. Customer has not had any changes to her diet, exercise, or medication. Customer informed if the higher results persist that should consult the healthcare provider to discuss results at the next pre-scheduled appointment.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 150, 152 and 157 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 150 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is 08/22/2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: customer is concerned with all of the results. Customer has not had any changes to her diet, exercise, or medication. Customer informed if the higher results persist that should consult the healthcare provider to discuss results at the next pre-scheduled appointment.